Event description:
Reporter has experienced the er1 message since the beginning. Technique was suspect. Reporter did check color comparison chart during the er1 message and read a blood sugar of around 300 mg/dl. Reporter states her blood sugar's were normally high 100 to low 200 mg/dl.